Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged that during functional testing, the device failed to charge via pads. Complainant indicated that there was no pt involvement in the reported malfunction.